Event description:
The hospital reported during a procedure, a physician heard a "crack" and the bending section of the scope would not bend all the way. The procedure was completed with another scope. There was no allegation of harm.